Manufacturer narrative:
Results of investigation: vyaire medical received the device for evaluation visual inspection of the unit under test (uut) found no visible defects, damage or contamination. The following tests were performed to verify the performance of the uut: vent check: alarm, display, control and leak, passing on all counts. The uut was connected to external power and the post and event trace were produced and reviewed, reports attached. The uut underwent a vent check and was found to pass on all counts. Both the display and controls segment of the vent check were repeated several times with no failures. The uut was left connected to external power for a period of 10 minutes and it was observed that the charge status light emitting diode did switch from red to (flashing) amber. The uut was allowed to cycle in the specified settings for 8+ hours with no unintended changes in settings observed. While cycling the uut was subjected to physical manipulation and loss of external power, with no observable effect. A review of the entire event trace found the entries displayed the uut operation for the previous period of 6447.7 hours, over 1 year, 9 months and 14 days ((B)(6) 2021-(B)(6) 2023), up to and including the requested 11 day period of review. Runtime during the period of review amounted to 256 hours. There is no failure to report. Functional testing and the event trace review found the ventilator to have operated according to specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available h3 other text : device not returned yet.

Event description:
It was reported to vyaire medical that unit settings got changed during use on a patient on the lap top ventilator 1200. The low minute alarm volume was also going off. The patient was in respiratory distress. As an intervention, the patient was suctioned, given a medication neb treatment by the respiratory therapist and then was sent to the hospital. At this time, there is no information regarding patient harm associated with the reported event.